Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date explanted - unknown. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02230 / 02231).

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010 and reports patient allegations of pain and metal debris. There has been no reported revision procedure for the right hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicate a left hip revision procedure was performed on (B)(6) 2012 due to acetabular cup loosening. Revision operative report also noted soft tissue reaction consistent with metallosis with a grayish staining of the soft tissues and fluid collection. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ this report is number 2 of 5 mdrs filed for the same event (reference 1825034-2013-02230/-02231/-05037/-05038/-05039).

Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010 and reports patient allegations of pain and metal debris. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.